Event description:
Information received indicates, the brake will not activate. The brake pedal will move to the brake position but not lock the brake.

Manufacturer narrative:
The technician found the brake casters and brake block were lacking preventive maintenance. The technician replaced the brake casters and brake block to repair the bed.